Event description:
The account stated that the architect i2000 analyzer has a leakage. The lab technologist felt eye irritation due to the outflow of the liquid waste from the analyzer. There was no direct liquid contact to the eyes. The eye irritation was due to the liquid waste evaporation. Medical treatment was not required.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: architect isystem (B)(4). Additional communication with field service indicates that they believe the eye irritation was caused by the vapors from the liquid waste, not the evaporation as stated in the complaint text. Also, the fsr states that the customer experienced the eye irritation during and after the cleaning. The architect systems manual, hazard section informs the user to consider all clinical specimens, reagents, controls, and calibrators that contain human sourced material and instrument surfaces or components that have come in contact with human sourced material as potentially infectious. No known test method can offer complete assurance that products derived from human sourced material or instrument components exposed to human sourced material will not transmit infection. Therefore, all products derived from human sourced materials and instrument components exposed to human sourced material should be considered potentially infectious. It is recommended that all potentially infectious materials be handled in accordance with the osha standard on bloodborne pathogens. Biosafety level 2 or other appropriate biosafety practices should be used for materials that contain or are suspected of containing infectious agents. Precautions include, but are not limited to the following: wear gloves, lab coats, and protective eye wear when handling human sourced material or contaminated instrument components. Clean spills of potentially infectious materials and contaminated instrument components with an appropriate disinfectant, such as 0.5% sodium hypochlorite or other suitable disinfectant. Decontaminate and dispose of all specimens, reagents, and other potentially contaminated materials in accordance with local, state, and federal regulations. The manual also states if a person is exposed to biohazardous or potentially infectious materials they should seek medical attention immediately and take the following steps to cleanse the affected area: eyes-rinse with water for 15 minutes. Chemical hazards warnings for the user states a person may be exposed to hazardous chemicals when handling reagents, calibrators, controls, or liquid consumables. Exposure to hazardous chemicals is minimized by following instructions provided in the assay-specific package inserts and material safety data sheets (msds). Exposure levels are further reduced by the design features of the instrument when it is used properly. In general, observe the following precautions when handling chemicals: avoid contact with skin and eyes. If contact with material is anticipated, wear impervious gloves and protective eyewear and clothing. If irritation or signs of toxicity occur after exposure, seek medical attention. A review of the service history for architect isystem (B)(4) was performed for the time period of (B)(6) 2009. No additional complaints of this nature have been documented against architect (B)(4) for the time period of (B)(6) 2009.